Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two of the btt valve black stop cocks popped out. The reporter stated "the blunt dissector where syringe goes in to inflate balloon popped out". A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question. Refer to MFR report# 2242352-2012-00084.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue perusing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).